Event description:
It was reported that on (b)(6)2026, a 25mm Navitor Vision valve was selected for implant using a small FlexNav Delivery System (DS). Prior to the procedure, the patient was in a stable condition. However, a preexisting pericardial effusion was observed, and pericardiocentesis was performed. Pre-implant Balloon Valvuloplasty (Pre-BAV) was performed using a 22mm, non-Abbott balloon. During the procedure, the valve was able to be implanted at a depth of 3mm on the non-coronary cusp (NCC). The physician(s) conclude the presence of cardiac tamponade. The patient remained hemodynamically stable throughout the procedure. Post-implant on the same day, the patient was reported to have died. The official cause of death was cardiac arrest. The implanter classified this death as being related to the procedure and the patient¿s comorbidities. No additional information was provided.

Manufacturer narrative:
THE DEVICE REMAINS IMPLANTED IN PATIENT. THE DEVICE WILL NOT BE RETURNED FOR EVALUATION. INVESTIGATION IS NOT YET COMPLETE. A FOLLOW-UP REPORT WILL BE SUBMITTED WITH ALL ADDITIONAL RELEVANT INFORMATION.

Event description:
IT WAS REPORTED THAT ON (B)(6) 2026, A 25MM NAVITOR VISION VALVE WAS SELECTED FOR IMPLANT USING A SMALL FLEXNAV DELIVERY SYSTEM (DS). PRIOR TO THE PROCEDURE, THE PATIENT WAS IN A STABLE CONDITION. HOWEVER, A PREEXISTING PERICARDIAL EFFUSION WAS OBSERVED, AND PERICARDIOCENTESIS WAS PERFORMED. PRE-IMPLANT BALLOON VALVULOPLASTY (PRE-BAV) WAS PERFORMED USING A 22MM, NON-ABBOTT BALLOON. DURING THE PROCEDURE, THE VALVE WAS ABLE TO BE IMPLANTED AT A DEPTH OF 3MM ON THE NON-CORONARY CUSP (NCC). THE PHYSICIAN(S) CONCLUDE THE PRESENCE OF CARDIAC TAMPONADE. THE PATIENT REMAINED HEMODYNAMICALLY STABLE THROUGHOUT THE PROCEDURE. POST-IMPLANT ON THE SAME DAY, THE PATIENT WAS REPORTED TO HAVE DIED. THE OFFICIAL CAUSE OF DEATH WAS CARDIAC ARREST. THE IMPLANTER CLASSIFIED THIS DEATH AS BEING RELATED TO THE PROCEDURE AND THE PATIENT¿S COMORBIDITIES. NO ADDITIONAL INFORMATION WAS PROVIDED.

Manufacturer narrative:
An event of cardiac tamponade, cardiac arrest, and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The Device History Record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported cardiac tamponade, cardiac arrest and death could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.